Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was having difficulty charging the ipg due to device being buried too deep. The patient underwent an ipg replacement procedure. The explanted ipg was not returned.